Event description:
Patient reported the select and check buttons on the infusion device does not work. Patient stated the issue was first noticed on (B)(6) 2013. Patient reported experiencing no health problems. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Conclusion the complaint cannot be verified due to misuse of the product. Result the back cover is partial loose of the pump housing. The glue of the back cover was chemical altering; this has caused a bad adhesive of the glue. A not correct medium was contacting with the pump and has caused the defect. Liquid entered the pump. Therefore the select and check button did not respond.